Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis was able to reproduce and confirm the reported complaint. C-34 error appeared upon testing the iesu on an in-house system in normal mode. C-34 error occurred during startup and energy activation. Upon visual inspection, the iesu had no significant scratches or dents. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, "energy activation has been interrupted during surgery" message appeared on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse advised site to use a backup esu to continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.